Event description:
Complainant alleged that while treating a pt (age & gender unknown) the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a f/u report when our investigation is completed.